Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: nlf126124n, ubd: , UDI#: b3: date is estimated; month and year are valid. H3: analysis of the rtm (s/n (B)(6) revealed that the cable insulation is peeling away at the donut end and wires are exposed. Controller won't power on when rtm is plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was starting probably 5 days ago or so when they go recharge the ins it would tell them the controller was not charged enough to charge the ins. The controller will be at 100% but still say not enough to charge the ins so they had to plug it back into the ac cord to get it to work then charge their ins. Also the controller would go off showing a white screen sometimes when charging the ins so they would flip battery and get it to turn on. During call pt attempted to pull the controller battery out and the battery spit in two parts and the other part was stuck in the controller battery compartment. The issue was not resolved. An email was sent to the repair department to replace the controller and battery. Patient called back on march 29th, stating they received the li battery and the controller replacement but they are still having issues recharging the ins. Pt stated since he received the new equipment the rtm relay box is getting really hot pt s tated the charge of the ins is getting really slow. See the request to repair team attached for the rtm cord.